Event description:
New information received indicated that the patient presented in-clinic after receiving a notification for non-sustained right ventricular oversensing due to myopotential oversensing. Programming change was made. The patient was in stable condition.

Event description:
It was reported that non-sustained right ventricular oversensing was observed. Patient was asymptomatic. Reprogramming changes were made.